Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-feb-2020 from the patient who reported that the pump had not been refilled yet. The patient had found a new clinic, but they had not finished their training yet. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving and unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was alarming. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the pump had been empty since (B)(6) 2019. The pump was interrogated, and the alarm was silenced. The issue was not resolved at the time of this reported. It was noted that the patient struggled to get established with a new physician and the pump went dry. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.